Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The product was not returned for investigation. The returned meters and reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meters and the retention meter meet the specification.

Event description:
The customer received questionable results for four different patients while using the coaguchek xs meters with the serial numbers of (B)(4). Of the data provided, 2 results were erroneous. On (B)(6) 2016, patient 1 gave a result of 3.0 inr when tested on coaguchek xs meter serial number (B)(4). The laboratory test, performed at the same time, gave a result of 2.3 inr. On (B)(6) 2016, patient 2 gave a result of 2.0 inr when tested on coaguchek xs meter serial number (B)(4). The laboratory test, performed at the same time, gave a result of 2.5 inr. The customer does not know the gender, dob, or weight for this patient. It was stated that the laboratory used the dade innovin reagent. It was believed that the laboratory results were correct for both patients. There were no medication adjustments or treatments given for either patient based on the meter results. The same vial of strips was used for the tests obtained on both patients. The therapeutic range for both patients is 2-3 inr. They are not on heparin and they do not have antiphospholipid antibodies. The patients are okay. There were no adverse events. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 202054-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.